Manufacturer narrative:
(B)(4).

Event description:
The customer alleges fluid was noted dripping from distal port of right external jugular cvc. Infusion stopped, a small hole was noted to distal lumen catheter when attempting to flush and port clamped. Cvc replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges fluid was noted dripping from distal port of right external jugular cvc. Infusion stopped, a small hole was noted to distal lumen catheter when attempting to flush and port clamped. Cvc replaced.